Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. This is due to a broken motor encoder. The customer's reported complaint of broken door was duplicated in testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that the door is broken. This is not a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code.